Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The implantable pulse generator (ipg) exhibited a pacing problem and the rv lead exhibited loss of capture. The ipg was explanted and replaced. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.